Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose at the time of the event was 600 mg/dl. It was unknown that the customer experiences any symptoms of high blood glucose value or not. It was unknown that the auto mode was activated at the time of the event or not. It was unknown that the customer had been using the insulin pump within 48 hours of the event or not. Customer also reported bent cannula. The product will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.